Event description:
It was reported while using bd vacutainer® push button blood collection set, ten (10) devices failed to retract, causing blood leakage. Patient sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 19-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received three (3) photos and 10 samples for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the np cannula. A total of 10 customer samples underwent functional tests, including testing with ten tubes per needle to assess functionality. All samples passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, all samples passed retraction lockout functional tests, being activated properly with no defects or leakage. Similarly, 30 retained samples underwent the same functional tests, with all samples passing and showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These samples also passed retraction lockout functional tests, with proper activation and no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on the customer photos provided. A CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2. Additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, ten (10) devices failed to retract, causing blood leakage. Patient sample was recollected. No adverse impact was reported regarding the patient or user.